Manufacturer narrative:
Additional information has been updated which was not included with the initial medwatch report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer stated during bolus the insulin pump alarmed motor error. The customer would want to have the insulin pump replaced. The customer's blood glucose was 232mg/dl.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarm noted and the motor passed motor test. Unable to verify the e70 alarm in the alarm history due to history file overwritten. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was not provided. Review of the alarm history showed that only one motor error alarm and one motor position encoder error alarm had occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.